Event description:
The reporter indicated that the pt is going to have revision surgery due to high lead impedance. It was reported that x-rays were done and there were no lead breaks/fractures observed. Further follow-up revealed that approx 7 months prior to reporting this event to the manufacturer, diagnostic test data showed a dc dc code of 4 and high impedance. The impedance continued to gradually increase. The pt recently began to experience and increase in seizure activity.